Event description:
It was reported that the patient went into vf while in the hospital but the device returned to sinus before hv therapy was delivered. The patient was rescued externally. Under sensing was noted. The device was reprogrammed. Few days later tachy therapy was turned off, as patient declared dnr with no further treatments. There were no other episodes noted. A week later, patient expired.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward.